Event description:
As the phlebotomist was in the process of engaging the shield after a ventipuncture, the shield broke off and the phlebotomist stuck their right thumb with the needle as they continued up to close.